Event description:
This is filed to report the steerable guide catheter failing to hold fluid column during preparation. It was reported that during preparation for a mitraclip procedure, the steerable guide catheter failed to hold fluid column during preparation on the back table. Preparation was attempted three times before a replacement was used to complete the procedure. There was no patient involved with the issue. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported sgc leak/splash (loss of fluid column during prep) was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints from the lot. Based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported leak/splash (loss of fluid column during device preparation) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.